Event description:
(B)(6): customer reports via phone that during an undetermined urology procedure the system fluoro failed. Staff brought in a portable c-arm fluoro unit to complete the procedure. Customer provided no patient or procedural information other to state no patient injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.